Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. The camera covers involved in this report were returned for evaluation on (B)(4) 2012. Additional investigation is ongoing. The catalog number provided is for the in-light camera cover which is the component identified as allegedly malfunctioning. Evaluation summary: the glass of the sterilizable in-light camera covers was reported to have fallen out of the cover. The camera covers have been returned to the manufacturer and visually evaluated. Furthermore, a stryker engineer visited a customer account for additional evaluation regarding the use, cleaning, and sterilizing of the camera covers but no conclusion as to the cause of this reported event can be determined at this time. The investigation is ongoing. There was no patient involvement and no report of any adverse consequences to the patient or caregiver. This is not a single use device.

Event description:
(B)(4): it was reported that following a single wash-cycle, the lens of the inlight camera cover was allegedly cracked. There was no patient involvement reported and no adverse consequence reported.